Event description:
It was reported that balloon rupture occurred. A 6.0 x200, 135cm charger balloon catheter was advanced for post-dilatation. However, upon initial inflation at 10 atmospheres for 40 seconds, the balloon ruptured. The device was removed and the procedure was completed. No patient complications were reported.